Event description:
The manufacturer received information alleging a trilogy 100 ventilator stopped operating while in use with a patient. There was no harm or injury reported. The device was replaced at the advisement of the dealer. The philips sales representative was made aware of the event and arrived at the patient's facility where it was confirmed that the device had restarted operating by the power button being pressed again and the patient had experienced no harm associated with the reported event. It was later confirmed that "some kind of alarm was sounding" when the event occurred. The relevant device log indicated an alarm that sounds when there is a deviation from the set values and a display showing "high temperature". The occurrence of the "low inspiratory pressure" alarm and "low minute ventilation" alarm was observed in the device event log. During operational check, the aforementioned alarms and the issue that the ventilator stopped operating was not duplicated. On device evaluation, it was considered that it was possible that the learning function of the synchronized intermittent mandatory ventilation was activated due to a calibration drift of the sensor or due to the condition of the air supply resulting in a decrease in pressure and ventilation volume causing the ventilator to behave as if it had stopped. While no abnormalities were observed in the device, calibration of the sensor that detect pressure and flow was performed. The device passed repair testing and run-in tests and was confirmed to operate properly.